Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl due to needing settings adjustments. Reportedly, the customer was given carbohydrates and was transported to the emergency room, where the customer was treated and released the same day. Reportedly, customer consulted their healthcare provider who assisted in adjusting settings to better meet customer's needs.